Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil fragment"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), embedded device ("essure coil imbedded in serosa of posterior cervix"), pelvic pain ("pain"), blindness ("vision loss") and genital haemorrhage ("persistent bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included menarche (age 11), bronchitis, pneumonia, back pain, tonsillectomy and cholecystectomy. Concurrent conditions included morbid obesity, bipolar disorder since 2013, add since 2013, hypertension since 2012, arthritis since 2011, drug hypersensitivity, drug hypersensitivity, allergic reaction to antibiotics, wheezing, diabetes, diaphragmatic hernia, buccal mucosa ulceration and paratubal cyst. Concomitant products included medroxyprogesterone (depo provera) in 2010 and oral contraceptive nos for contraception as well as aripiprazole (abilify), lidocaine, methylphenidate hydrochloride (concerta) and omeprazole (prilosec). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced hormone level abnormal ("hormonal imbalance"). In august 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2015, 5 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("increased anxiety"), urticaria ("hives"), weight increased ("weight gain"), depression ("depression") and device expulsion ("essure coil imbedded in serosa of posterior cervix"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy; excision essure coil from cul- sac) and surgery (she had surgery to remove the essure). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, uterine perforation, device dislocation, embedded device, blindness, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, gastrooesophageal reflux disease, alopecia, nausea, hormone level abnormal, vaginal discharge, weight increased and device expulsion outcome was unknown, the pelvic pain, cystitis, urinary tract infection and urticaria had resolved and the dysmenorrhoea, migraine, headache, anxiety and depression had not resolved. The reporter considered alopecia, anxiety, blindness, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: robotic assisted laparoscopic hysterectomy, bilateral salpingectomy; excision essure coil from cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Post operative diagnosis: coil fragments. Gross description only. B. Uterus. Bilateral tubes: uterine cervix with benign endocervical polyps, uterine corpus with adenomyosis, fallopian tubes with paratubal cysts, coil fragment.a. Received in possible saline. Labeled "essure coil-for gross identification only" are three metallic coils/fragments (0.5 x0.2 cm to 4.6 x 0.1-0.4 cm), two of which have adherent soft tissue. In the same container is a 7 x 4 x 2 mm aggregate of possible membranous soft tissue/blood. No sections are submitted. Gross only. B. Received in formalin. Labeled 'uterus, cervix. Bilateral fallopian tubes" is a uterus and cervix (1'14 g, 9.4 x 7 x 4 cm) with attached right fimbriated fallopian tube (9.5 x 0.5-·1 cm), attached left fallopian tube segment (5.6 x 0.5-1 cm) and detached left segment of fallopian tube with fimbria (2.7 x 0.5-0.8 cm). The uterine serosa and ectocervix are focally hemorrhagic. The endocervical canal is unremarkable and extends to an asymmetric endometrial cavity, lined by 1to 5 mm endometrium with surrounding trabeculae 1.8 cm myometrium which has rare cystic/glandular areas. A metallic coil remnant is noted within the right fallopian tube lumen at the corn. The right fallopian tube has a paratubal cyst (1 cm) and an unremarkable cut surface with luminal metallic coil at the proximal aspect. The left fallopian tube had a paratubal cyst {7 mm) and an unremarkable cut surface with a focally hemorrhagic serosa. Representative sections are submitted as follows: 81: cervix b2: anterior endomyometrium with cystic/glandular areas b3: posterior endomyometrium with cystic/glandular areas b4: fallopian tube sections (left is inked black). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: device dislocation, device breakage, embedded device, device expulsion, gastroesophageal reflux dieses. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received, reporter added,patient historical and concomitant condition added,product information updated,events added as follows:-device dislocation, uterine perforation, embedded,device breakage, vaginal haemorrhage, vaginal haemorrhage, menorrhagia,dysmenorrhoea, dyspareunia, fatigue,gastrooesophageal reflux disease, alopecia, nausea,migraine, headache, cystitis,urinary tract infection, hormone level abnormal, anxiety,urticaria,vaginal discharge, blindness, weight increased, abdominal pain lower,depression, device monitoring procedure not performed, device expulsion. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil fragment"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), embedded device ("essure coil imbedded in serosa of posterior cervix"), pelvic pain ("pain"), blindness ("vision loss"), genital haemorrhage ("persistent bleeding") and device expulsion ("essure coil imbedded in serosa of posterior cervix") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included menarche (age 11), bronchitis, pneumonia, back pain, tonsillectomy and cholecystectomy. Concurrent conditions included morbid obesity, bipolar disorder since 2013, add since 2013, hypertension since 2012, arthritis since 2011, drug hypersensitivity, drug hypersensitivity, allergic reaction to antibiotics, wheezing, diabetes, diaphragmatic hernia, buccal mucosa ulceration and paratubal cyst. Concomitant products included medroxyprogesterone (depo provera) in 2010 and oral contraceptive nos for contraception as well as aripiprazole (abilify), lidocaine, methylphenidate hydrochloride (concerta) and omeprazole (prilosec). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced hormone level abnormal ("hormonal imbalance"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 5 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("increased anxiety"), urticaria ("hives"), weight increased ("weight gain"), depression ("depression") and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy; excision essure coil from cul-), surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy; excision essure coil from cul- ), surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy; excision essure coil from cul- ), surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy; excision essure coil from cul-), surgery (she had surgery to remove the essure) and surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy; excision essure coil from cul-). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, embedded device, blindness, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, gastrooesophageal reflux disease, alopecia, nausea, hormone level abnormal, vaginal discharge, weight increased and device expulsion outcome was unknown, the pelvic pain, cystitis, urinary tract infection and urticaria had resolved and the dysmenorrhoea, migraine, headache, anxiety and depression had not resolved. The reporter considered alopecia, anxiety, blindness, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Post operative diagnosis: coil fragments. Gross description only. B. Uterus. Bilateral tubes: uterine cervix with benign endocervical polyps, uterine corpus with adenomyosis, fallopian tubes with paratubal cysts, coil fragment.a. Received in possible saline. Labeled "essure coil-for gross identification only" are three metallic coils/fragments (0.5 x0.2 cm to 4.6 x 0.1-0.4 cm), two of which have adherent soft tissue. In the same container is a 7 x 4 x 2 mm aggregate of possible membranous soft tissue/blood. No sections are submitted. Gross only. B. Received in formalin. Labeled 'uterus, cervix. Bilateral fallopian tubes" is a uterus and cervix (1'14 g, 9.4 x 7 x 4 cm) with attached right fimbriated fallopian tube (9.5 x 0.5-·1 cm), attached left fallopian tube segment (5.6 x 0.5-1 cm) and detached left segment of fallopian tube with fimbria (2.7 x 0.5-0.8 cm). The uterine serosa and ectocervix are focally hemorrhagic. The endocervical canal is unremarkable and extends to an asymmetric endometrial cavity, lined by 1to 5 mm endometrium with surrounding trabeculae 1.8 cm myometrium which has rare cystic/glandular areas. A metallic coil remnant is noted within the right fallopian tube lumen at the corn. The right fallopian tube has a paratubal cyst (1 cm) and an unremarkable cut surface with luminal metallic coil at the proximal aspect. The left fallopian tube had a paratubal cyst {7 mm) and an unremarkable cut surface with a focally hemorrhagic serosa. Representative sections are submitted as follows: 81: cervix, b2: anterior endomyometrium with cystic/glandular areas, b3: posterior endomyometrium with cystic/glandular areas, b4: fallopian tube sections (left is inked black). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: device dislocation, device breakage, embedded device, device expulsion, gastroesophageal reflux dieses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.